Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) reported feeling a stronger pulsation when using their 1000 watt microwave oven. They wanted to know if this would effect their stimulator. Patient services (ps) reviewed info. The pt did not state the stimulation was uncomfortable and confirmed the pulsation went back to normal when they stepped away from the microwave. Ps reviewed the option of turning stimulation off prior to microwave usage if this continues to occur.